Event description:
During implantation of a burr hole plate, the doctor was inserting the screw when the screw broke off mid-shaft as he was tightening it down. The bottom half of the screw was unable to be retrieved and still remains in the patient's bone. No additional surgery is scheduled for removal of the remaining portion of the screw.

Manufacturer narrative:
The device was optically assessed and stereo microscopically investigated in the lab. The stereo microscopic investigation revealed a tensile crack due to stress. Further observation determined there were no indications of material or manufacturing defects discovered. The product device history records were also reviewed based on the lot number provided and revealed no abnormalities. The results of the investigation conclude that the root cause for breakage was due to mechanical overload on the device. If further information can be gathered that can add value to the contents of the investigated report, an additional follow-up report will be submitted.